Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device halts after partial boot cycle, failed self-test and failed the power-on upgrade. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problems were not duplicated during evaluation. The device was subjected to bench handling, power cycling and functional stress testing, but the issue was not observed. The error was cleared and did not reoccur. The electrode pads used were not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.